Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) and fault code 16 (timeout moving to take-up position) error messages were confirmed during functional run-in testing and archive data review. The root cause of ua45 and fault code 16 was due to a defective drivetrain likely attributed to wear and tear. The autopulse platform was manufatured in march 2008 and is 13 years old, well past its service life of 5 years. The reported complaint of the "squealing noise drive shaft" was not confirmed during the functional testing. The probable root cause for the noise could be due to the defective drivetrain. The reported complaint of the autopulse platform shutting down was not confirmed during functional testing. The autopulse platform powered on and passed the initial functional testing. Thus, not confirming the power issue complaint. Visual inspection of the autopulse platform was performed. It was noted that the front and bottom enclosures have multiple cracks. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling, such as a drop. The damaged enclosures were replaced to address the issues. During archive data review, record shows multiple ua45 and fault code 16 errors occurred, thus confirming the reported complaint. Also in the archive and unrelated to the reported complaint, fault code 29 (loss of brake connectivity), fault code 28 (loss of clutch connectivity) and ua17 (max motor on time exceeded during active operation) errors were observed. All these error messages are related to the defective drivetrain. The autopulse platform passed initial functional testing without any fault or error. However, during run-in test using large resuscitation test fixture (lrtf), the autopulse platform displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) and fault code 16 (timeout moving to take-up position) error messages; thus confirming the customer's reported complaint. The drivetrain was replaced to address the error messages reported by the customer and the error messages observed on the archive data. Following service, the autopulse was subjected to the run-in test for 15 minutes, using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (serial #(B)(4)) displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) and fault code 16 (timeout moving to take-up position) error messages. Further testing by the customer revealed squealing noise from drive shaft and the platform shuts down after displaying fault code 16. No patient involvement.